Event description:
The distributor reported for the user facility that the device was implanted in patient in 2005, since the patient presented persistent hydrocephalus symptoms due to insufficient drainage, the valve was explanted the 3rd day.